Event description:
The rptr stated the surgeon attempted to insert an aq2003v silicone three piece lens but the lens tore in the injector. There was no pt contact.

Manufacturer narrative:
(Lens tore in injector).